Event description:
The pt experienced narcoleptic seizures and sleep apnea associated with intrathecal hydromorphone therapy. Dosage adjustments were done from 2008 to 2009. The pt increased pain. An x-ray and catheter dye study were done in 2009, and a magnetic resonance imaging was also done in 2009 (results not reported). There was no motor stall. The catheter dislodged twice. The hcp explanted the pump and catheter. The pt experienced minor withdrawal symptoms. The hcp reported the pt outcome as 'no injury'.

Manufacturer narrative:
The pump and catheter were returned to the MFR for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.